Manufacturer narrative:
Analysis of lead model 3889-40, lot # v787206 showed that the distal end of the lead was bent out-of-the-box. The continuity was acceptable and no shorts were seen between circuits.

Event description:
It was reported that during an implant procedure, the physician observed an issue with the lead noted as ''found winding on the lead'' and that the ''lead could not fix into the drivepipe needle.'' The lead was not used in the patient and a new lead implanted to complete the operation with no further reported issues. If additional information is received, a follow-up report will be sent.